Manufacturer narrative:
The sample was inspected on site by a qualified baxter technician. A preventive maintenance check was performed on the device on site. A visual inspection, keypad test, memory test, downstream occlusion sensor test, and flow rate accuracy tests were performed, and all tests passed with zero observations. There were no hardware or software anomalies that would induce the reported allegations. The reported condition was not verified. The user facility chief biomedical engineer assessed the pump and found no issue with the doors or the downstream occlusion settings/alarms. Sample analysis showed that the pump's hardware met specification under testing conditions. A device history review revealed no issues that could have caused or contributed to the reported issue. The device met all acceptance criteria prior to release from manufacturing. Review of the event history log found no alarms for jammed doors with regard to the alleged difficulty to close the pump doors. An event history log review was performed and the on the day of the event, the primary infusion was programed at a rate of 200ml/hr with a volume to be infused (vtbi) of 100ml. The infusion was interrupted due a ¿downstream occlusion¿. The downstream occlusion auto restart was manually canceled. A secondary infusion was immediately started at the same rate and volume. Thirty minutes later, the secondary infusion was completed and all 100ml was delivered to the patient. Primary infusion was resumed at this time with a rate of 200ml/hr and vtbi was changed to 20ml. Four minutes later, the pump was manually stopped and then powered off and powered back on after the delivery of 12ml. Multiple set load alarms after unloading the set were observed approximately two hours later. One minute later, the pump was powered off and powered back on, and four minutes later the door was opened, and the tube was loaded. The second infusion was programmed one minute later at a rate of 18.8ml/hr and vtbi of 250ml. One minute later, the infusion was interrupted due a ¿downstream occlusion¿. The downstream occlusion auto restart was manually canceled, and the tubing was unloaded and then reloaded before resuming and pressing start infusion. One minute after this, the infusion was again interrupted due a ¿downstream occlusion¿. The downstream occlusion auto restart was manually canceled, and the tubing was unloaded and then reloaded before resuming and pressing the start infusion. One minute later, the downstream occlusion auto restart was manually canceled for a third time, and the tubing was unloaded and then reloaded but the infusion was never resumed and start button was not pressed. At this time, the pump was powered off and none of the programmed 250 vtbi was delivered. It is observed that the downstream occlusion auto restart was manually canceled three times and the set was unloaded and reloaded to resolve the alarm which is not an expected part of workflow (improper set loading practices). The operator¿s manual instructs the user in the event of ¿downstream occlusion alarm¿ to troubleshoot the alarm by eliminating closed clamp, kinked tube, clogged filer or clotted catheters. These actions do not require opening the door or unloading the IV set as evident through the event history log review. Based on review of the information available including sample analysis results, operator-related causes cannot be excluded for the allegation that the pump's door could not be closed. In the absence of further information, the cause of the reported death could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the nurse could not shut the door of a spectrum iq pump and a downstream occlusion alarm occurred while a pre-heart transplant patient was being transported. The nurse stated that they could not get the pump to deliver the medications that were ordered during the code. The patient could not be resuscitated and passed away. The cause of death was not reported. It was not reported if an autopsy was performed. No additional information is available.